Manufacturer narrative:
The returned valve was patent. It did not meet the requirements for leak testing as the peritoneal outlet of the valve was broken at the base. Therefore, this damage precluded further testing of the valve. It is unknown how or when the damage occurred. The instructions for use that accompany the device caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. The peritoneal and ventricular catheters met the requirements for patency and leak testing. A review of the manufacturing records showed no anomalies. (B)(4).

Event description:
It was reported to medtronic neurosurgery that during pre-implantation testing, the joint on the delta valve was found to be broken. A replacement device was used to complete the surgery. According to the report, there was no patient contact and the patient's current status is normal.